Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. It was also noted there was an alert for high undefined pacing impedance, high undefined defibrillation impedance, high threshold, and a lead integrity alert (lia) for high rate non-sustained episodes and lead impedance variation on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.